Manufacturer narrative:
Additional information : the device was manufactured between november 30, 2018 - december 02, 2018. One (1) actual sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Microscopic inspection revealed a tear/hole at the spike port weld in the back of the bag. A functional test was performed which revealed a leak at the spike port weld. The reported condition was verified for the returned device. The cause of the condition was not determined. This issue is being further investigated. The remaining two (2) devices were not received; therefore, a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) units of 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked. The leaks were discovered during product testing. There was no patient involvement. No additional information is available.